Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, a powerflex pro balloon catheter (4mm15cm 135) was delivered to the lesion in the left superficial femoral artery and inflated, however, the balloon ruptured at 12 atmospheres (atms) during it¿s second inflation. The lesion was described as heavily calcified with a high rate of stenosis. An approach had been made from the right femoral artery using a non-cordis guiding sheath. A non-cordis guidewire crossed the lesion and a non-cordis balloon catheter was used for pre-dilation. There was no patient injury reported. The device was clinically used but was discarded in the hospital so will not be returned for analysis. The device was stored and prepped per the IFU. The product looked normal when removed from its packaging. The device prepped normally. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The inflation device used was a non-cordis device. The same indeflator was used successfully with other devices. There was no resistance/friction felt while inserting the balloon through the rotating hemostatic valve. The product was removed intact (in one piece) from the patient. The procedure was successfully completed using a non-cordis balloon catheter of the same size.

Manufacturer narrative:
As reported, a 4x150mm 135cm powerflex pro balloon catheter (bc) was delivered to the lesion in the left superficial femoral artery (sfa) and inflated, however, the balloon ruptured at twelve (12) atmospheres (atm) during its second inflation. The lesion was described as heavily calcified with a high rate of stenosis. An approach had been made from the right femoral artery using a non-cordis guiding sheath. A non-cordis guidewire crossed the lesion and a non-cordis balloon catheter was used for pre-dilation. There was no patient injury reported. The device was stored and prepped per the IFU. The product looked normal when removed from its packaging. The device prepped normally. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The inflation device used was a non-cordis device. The same indeflator was used successfully with other devices. There was no resistance/friction felt while inserting the balloon through the rotating hemostatic valve. The product was removed intact (in one piece) from the patient. The procedure was successfully completed using a non-cordis balloon catheter of the same size. The device was not returned for analysis. A device history record (DHR) review of lot 17339170 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified with a high rate of stenosis) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.